Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2005 and a mesh was implanted. It was also reported that the patient underwent a surgical procedure on (B)(6) 2007 and advantage polypropylene mesh by boston scientific was implanted. The patient experienced pain, erosion of internal bodily tissue and other injuries following the procedure and has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted (B)(6) 2005 in order to treat grade 2-3 cystocele and vaginal cuff prolapse concurrently with posterior ivs tunneler, vaginal cuff suspension, and a cystoscopy. It was reported that the patient underwent a hysterectomy and pubovaginal sling in august 2004. Due to recurrent stress incontinence the patient underwent pubovaginal sling implantation with boston scientific advantage on (B)(6) 2007. No additional information was provided. (B)(4).

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced recurrent cystocele, rectocele and enterocele.